Event description:
It was reported that a perforation occurred. A 1.25mm rotablator rotalink burr was selected for a percutaneous transluminal coronary angioplasty atherectomy procedure in the left anterior descending coronary artery (lad). During the procedure, as the burr was running, a small perforation occurred in the proximal lad. The physician was unsure as to what caused the perforation. As a result the procedure was cancelled. The patient experienced no adverse effects and is currently awaiting for the procedure to be rescheduled.

Manufacturer narrative:
Device analysis by MFR: the handshake connection, sheath, burr, and coil were microscopically examined. Inspection of the device presented no damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported perforation, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that a perforation occurred. A 1.25mm rotablator rotalink burr was selected for a percutaneous transluminal coronary angioplasty atherectomy procedure in the left anterior descending coronary artery (lad). During the procedure, as the burr was running, a small perforation occurred in the proximal lad. The physician was unsure as to what caused the perforation. As a result the procedure was cancelled. The patient experienced no adverse effects and is currently awaiting for the procedure to be rescheduled.